Event description:
Patient noted to have broken pin in battery clip and bent pinsin system controller power leads. System controller change out with patient's back up system controller. A new controller & 2 additional batteries were dispensed.